Event description:
It was reported on (B)(6) 2024 at 6:11 pm red blood cells (366ml) was programmed manually at a rate of 244ml an hour. It was reported however the infusion took longer than expected. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: unique identifier (UDI) #. Annex g : g07001, annex b : b21, annex c : c21, annex d : d16. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, remedial action required, remedial action # annex a : a0709, a040502, a0401, a09; annex g : g0301204, g02017, g04090, g04105; annex b : b01, b14; annex c : c16, c0601, c07; annex d : d0301, d01, d15, d02. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of an under infusion of red blood cells where the infusion took longer than expected is confirmed via log analysis, but the issue was not repeatable during laboratory infusion testing. The infusion of red blood cells (rbcs) was initially started on the date (B)(6) 2024 at the time of 6:16 pm with the infusion rate at 100ml/h with a volume to be infused (vtbi) set at 25ml. The above infusion completed as programmed at the time of 6:31 pm with a single event of an auto-restart (patient side occlusion) during the infusion. The auto-restart feature allows the system to automatically continue an infusion following detection of a patient-side occlusion if downstream pressure falls to an acceptable level within a 15-second checking line period. If downstream pressure decreases to a predetermined level (below 50% pressure limit) during 15-second checking line period, infusion automatically continues. If condition is not cleared within 15 seconds, a partial occlusion-patient side alarm occurs. At the time of 6:32 pm the infusion of rbcs was continued with a new vtbi set at 366ml and the infusion duration set at 1.5 hours with the system infusion rate set at 244ml/h. The 1.5 hour infusion would be expected to be completed at the time of 8:02 pm; however, between the time of 8:56 pm and 9:06 pm additional vtbis of 25ml and 15ml were entered to complete the infusion with the pump module turned off at the time of 9:10 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. During the rbcs infusion at the rate of 244ml/h there were a total of 38 events of auto-restarts and two events of patient side occlusion alarms. These events are the most likely cause for the extended infusion duration it took to complete the infusion of rbcs. Per the product labeling within the bd alaris system with guardrailstm suite mx user manual (v12.1), the presence of back pressure can slow the infusion flow rate as much as -6.25% when the back pressure is >325mmhg. This flow rate decrease would be additional to the pump module¿s infusion rate accuracy which was measured at -2.78%. The inspection and testing process did not identify any issues that may have been a contributing factor for the reported issue. The pump module was found to be infusing within specification and the pump module¿s pressure sensors were detecting occlusion pressures within specification. It was noted during the inspection process that third-party parts were used on the pump module (pivot latch screw). These parts were not identified to have been the contributing factor for the reported incident; however, below notes bd¿s position on the use of third-party parts usage. Bd does not recommend the use of third-party parts for the alaris system. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties. Bd strongly recommends not using any third party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the alaris system user manual. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause for the reported issue of an under infusion of red blood cells is attributed to patient side occlusion back pressure that was occurring during the infusion. The pump module was found to be infusing and detecting occlusion pressure within specification during laboratory testing. The root cause for the patient side occlusion back pressure was not identifiable during the investigation. This report lists imdrf annex a040502,a0401, a09, a0709, c0601,c07,c16, d01, d15, d0301, d02 and g02017, g04090, g0301204 codes that are reportable malfunctions observed on the device during servicing.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported on (B)(6) 2024 at 6:11 pm red blood cells (366ml) was programmed manually at a rate of 244ml an hour. It was reported however the infusion took longer than expected. There was patient involvement, but no harm.